Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/18/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product received for analysis was identified as product code d6261. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/29/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one needle suture piece that pertained to the product code d6261. This product code is double-armed. During evaluation of the needle, the swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In further investigation, it was found that the second needle was shipped to hsa for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample will be evaluated by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. What instruments were used to grasp the needle? Forceps. 2. Where was the needle grasped during use? Swage. 3. What was the size of the needle used? 17mm, pet name is rb-1. 4. Was more than half the needle retained in the patient? Yes, but it was removed intra-op. 5. What tissue was being sutured when the event (needle breakage) occurred?subcutaneous. 6. Were x-rays performed to localize the needle tip? No. 7. Does the needle tip retain in the patient's tissue? No. 8. If the needle tip retained, where is it located/in what structure? Removed intra-op. 9. If retained, were there any patient consequences? Please specify. Removed intra-op. 10. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. 11. Was the needle piece removed or is it planned to be removed? If yes, please provide details. Removed intra-op. 12. What is the patient¿s current status? No problem. 13. What is the patient age, weight, and medical history? Unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on 20-oct-2023 and suture was used. The product was used for dermal suture, and the needle was broken at the swage during use. It went under the subcutaneous, making it difficult to find the broken needle. The broken needle was removed intraoperatively. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.